Event description:
It was reported that during a percutaneous coronary intervention (pci), a stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). Upon crossing the target lesion, the distal end of the stent as caught at the calcified lesion. The physician dilated the target lesion and again attempted crossing the 2.50x16mm taxus liberte stent but was unable to cross the lesion. When the device was removed and examined outside the pt, it was noted that the edge of the stent had lifted. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
(B)(4).